Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 184 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm.